Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3077 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, type 2 diabetes mellitus, polycystic ovaries, hypertension, hidradenitis, heart attack, dyspareunia, discomfort, abdominal cramps, elective abortion, gravida ii, vitamin c, polycystic ovaries, ovarian cyst, migraine, chronic headaches, endometrial ablation, dysmenorrhea, left lower quadrant pain, painful periods, back pain and menorrhagia. Previously administered products included: doxycycline and mirena. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1728 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted : insertion date. As per argus (B)(6) 2013. As per mr : -(B)(6) 2017. The patient will be discharged home and return to the office in 2 weeks. Discharge instructions have been given. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen a: uterus cervix and bilateral tubes and ovaries diagnosis: a. Cervix: chronic cystic cervicitis with focal squamous metaplasia b. Uterus: benign secretory endometrium · no evidence of a polyp or hyperplasia identified in current material in sections examined c. Right ovary: benign ovary tissue demonstrating hemorrhagic corpus luteum cyst and corpora albicantia d. Right fallopian tube: benign fallopian tube tissue demonstrating small benign paratubal cyst (hydatid of morgagni) e. Left ovary: benign ovary tissue demonstrating hemorrhagic corpus luteum, involuting corpus albicans and corpora albicantia f. Left fallopian tube: benign fallopian tube tissue without specific histopathologic abnormality. [Ultrasound scan] on (B)(6) 2022: heterogeneous uterus l :t4.7mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3077 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.